Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during normal use. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further info reported.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.